Event description:
During evaluation, an additional issue of increased intraperitoneal volume (iipv) event was identified in the patient device logs: (occurrence date (B)(6) 2012 at 08:44:30 drain vol: 2870 ml during cycle 6). Fill volume is 1500 ml. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: inappropriate bypass of low drain volume alarm and tidal ultrafiltration removal set too low. This issue was confirmed through review of the event history log. The device was sent to service.